Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files revealed that the impedance for phase c was lower compared to phase a and b. A yellow wrench alarm was active. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lower impedance on phase 3 was confirmed via the submitted log files and reproduced. A review of the log files spanned approximately 6 days (11feb20, and 30nov22 ¿ 05dec22 per time stamp). On 04dec22 at 09:14:24, a driveline fault alarm activated due to phase 3 being measured lower than phase 1 & 2. The alarm remained active through the remainder of the log file software and coincided with yellow wrench alarms. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the in-lab testing log file showed that the driveline fault alarm was reproduced during testing due to phase 3 being measured lower than phase 1 & 2. This coincided with increased power. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time regardless of the driveline fault alarm. Impedance on all 3 phases were checked after testing and the values were within specification. A root cause for the reported event was determined to be the system controller. Similar events have been identified related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm; this issue has been addressed via a corrective action, (B)(4) was manufactured prior to the implementation of the corrective action. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.